Manufacturer narrative:
The suspect medical devices were not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in australia (returned to rrc on (B)(6) 2023). The evaluation/investigation found three out of four working elements to meet their specification. Only one working element (lot number 114w) was found to be defective in the way that it was difficult to insert the telescope into the working element because the sheath of the working element was deformed. A deformation of the sheath leads to increased friction resistance between the working element and the telescope. The deformation is most likely attributable to wrong handling by the user, more specifically subjecting the device to excessive force. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot numbers of the working element without showing any abnormalities. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
Olympus was informed that during an unspecified resection procedure, a bipolar resection kit was used, and it was reportedly ¿unsatisfactory and inefficient¿. Thus, the intended procedure could not be completed, and a follow-up procedure is required. However, since the hospital was unable to identify the affected product, it sent in four possible working elements: (B)(4) with lot numbers 114w, 166w, 14yw and 20901-0009. No further information was provided.